Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a damage to the reservoir gasket and locking mechanism. Customer's blood glucose at the time of the incident was unknown. Customer states that the reservoir still locks when inserted into the pump. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device has been returned for analysis.